Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) and subsequent complete clip detachment (ccd) in this incident could not be determined. The reported patient effect of embolism appears to be a result of procedural conditions and due to the ccd. The reported patient effect of mitraclip device embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the deployed clip detached from the leaflets, and embolized. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed; however, after the gripper line was removed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Shortly after the slda occurred, the clip also detached from the anterior leaflet and was seen in the left lower pulmonary vein. Mr returned to grade 3-4. No damage was noted on the mitral valve leaflets. Two additional mitraclips were implanted reducing mr to trace. A goose neck snare was used to successfully retract the embolized mitraclip from the left atrium, where it had moved, into the steerable guide catheter. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.